Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient had to visit emergency room for a couple of hours. Patient's blood glucose level increased therfore patient bolused via the pump and multi dose injections. The suspected cause for issue was infection at infusion site. At the emergency room the patient was given IV and fluids of saline and insulin. No further information available.